Manufacturer narrative:
Investigation summary: an analysis was performed on the video that was provided by the customer. According to the video, high temperature was observed on the generator screen. Customer complaint was confirmed. The product analysis was performed as appropriate in order to find the root cause of the complaint. The returned device was visually inspected. The first visual was performed and reddish color was observed under the pebax. A second closer analysis was performed and reddish material was observed under pebax and a hole was also found. Then, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Additionally, a cool flow pump test was performed and it was found within specifications. The catheter was irrigating correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device 30251794m number, and no internal actions related to the reported complaint condition were identified. The customer complaint cannot be confirmed. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster inc. Product analysis lab identified a hole in the pebax. During the procedure, the temperature sensor error was displayed. The system stopped the ablation immediately when the cut-off value was exceeded. The generator was set to power control mode, 43°cut off and 45w. A second catheter was used to complete the procedure. There was no patient consequence reported. The temperature sensor error issue was assessed as not MDR reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury or other significant adverse event was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and on may 5, 2020 identified reddish color under the pebax. The reddish color under the pebax was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury or other significant adverse event, was remote. After additional investigation, it was identified on may 14, 2020 that there was reddish material and a hole in the pebax. The hole in the pebax was assessed as a MDR reportable issue. The awareness date for this finding is may 14, 2020.